Event description:
Related manufacturer report number: 2017865-2024-00392. During an in-clinic follow-up, high ventricular rate due to noise was detected on the right ventricular (ra) lead. The suspected cause to the event was due to electromagnetic interference by a chainsaw. The patient was stable and will continue to be monitored.